Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that b30 error was likely caused by the adhesive to the socket since the error was resolved after cleaning the socket and the device worked normally. The instruction manual identifies the following related verbiage: ¿do not allow a foreign object to penetrate the inside of the video connector socket, output socket, and portable memory port. The video system center may malfunction.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that their olympus video system center was presenting a b30 scope communication error during an unspecified procedure. Reportedly, this error was occurring with their second tower as well, please see report with patient identifier (B)(6) for that device. Because both units were having this issue, the procedure was cancelled. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.